Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Thrombosis and angina are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The electronic lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (rca) with moderate tortuosity and calcification. The 3.5 x 28 mm xience prime stent was deployed in the rca and a 3.0 x 38 mm xience prime was deployed in the left anterior descending (lad) artery. One day post-procedure, the patient began experiencing severe chest pain. Angiography was performed which found thrombosis in the 3.5 x 28 mm xience prime stent. An additional 3.5 x 38 mm xience v stent was deployed for treatment. The patient had a good outcome. No additional information was provided.